Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed low, out of range right atrial impedance measurements. The health care professional (hcp) reported that the system had a history of transient impedance drops and noise. Noise had been oversensed which lead to inappropriate atrial tachy response (atr) episodes. The local boston scientific field representative was unaware of any further information. There were no adverse patient effects reported. The device remains in service.

Event description:
Subsequent information indicated that additional episodes of noise was reported. The noise was able to be reproduced with arm movements. A potential issue with the header was suspected. The patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Noise had also been observed on the shock channel, but not on the right ventricular (rv) pace sense channel. The noise was able to be reproduced with patient arm movements. Boston scientific technical services (ts) also noted occasional spikes in the ra impedance measurements. Additional information was received that the noise on the ra channel continued, thus a revision procedure was performed where the ICD was explanted and another manufacturer's ra lead was surgically abandoned. A new ICD and ra lead were successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.